Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed, but the cause is unknown. The sample returned was one guidewire. Visual observation found the wire to be bent, with one kink adjacent, near one of the ends of the wire. The wire measured, without straightening out the bend and kink, between 34.8 and 3.4.9 cm long, which is within specification. The od of the wire measured consistently 0.0170¿, which is within specification. Microscopic observation confirmed that coils were displaced in several locations, including at the major kink noted visually. The cause of this damage cannot be determined with the information available. Potential causes of this event include adverse conditions during shipping, storage, or preparation for use, possibly involving the loss of the j-tip straightener of the guidewire hoop. A lot history review (lhr) of reav1321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that prior to use, the healthcare professional noted the tip of the guidewire was bent.